Event description:
Pt implanted in the upper vermilion border in 1998. Onset of infection and implant extrusion, date unk. Pt treated with duricef 11/2/1998, implant revised 11/4/1999 and pt treated with cipro. Implant revised 11/19/1998. Implant explanted in 1999.